Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a surgical intervention and prolonged hospitalization. It was reported that after an idiopathic vt case was completed, a pericardial effusion was noticed in the patient. The patient's blood pressure dropped, and the patient complained of chest pain. The pericardial effusion was confirmed via echo. The medical intervention provided to the patient was a pericardiocentesis, and about 400ml of fluid was removed. The patient was then admitted to surgery for a pericardial window. The patient was stable condition at the time of the call. They reported that there was a small existing pericardial effusion prior to the start of the procedure. The physician believes the pericardial effusion may have been caused by a deceleration injury, from a fall the patient had a few weeks prior, which was affected by the administration of heparin to the patient. They noted that the pericardial effusion was near the left superior pulmonary vein. They also noted that they were "nowhere near" the pericardial effusion, as they had only obtained retrograde access near the aorta. The adverse event was discovered after procedure, in recovery room. The physician¿s opinion of the adverse event was that it may have been related to a deceleration injury the patient had 2 weeks prior that he did not know about until after this incident. The outcome of the adverse event was that the patient was still in ICU at the time of follow up, however, patient has improved, neuro intact and stable. The patient required extended hospitalization because of an open pericardial window surgery. Relevant tests/laboratory data-pre pt/inr 10.8/1.0. Hbg 12.7 hct 38.7. Post effusion 2pm hbg 9.2/ hct 22.6. Other relevant history-fall. Generator information-piu sn: 11783. Transseptal puncture was not performed. Non-device-related factors (e.g., patient¿s anatomy, preexisting disease) that might have contributed to the event was an unreported fall. Patient received anticoagulation in the procedure. Activated clotting time (act) range was not measured.